Event description:
It was reported that a spectrum infusion pump door would not close. Any pt injury or involvement is unk.

Manufacturer narrative:
MFR ref no.:(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported "door will not close" by observing a door not fully latched alarm. The alarm was caused by a loose upper link screw. The link screws were replaced to correct this condition.